Event description:
It was reported that the asymptomatic patient presented remotely. Upon review, the pacemaker exhibited overestimated battery longevity measurements. No intervention was performed. Patient was stable.

Event description:
Related manufacturer report number: 2017865-2022-14702additional information received notes that the pacemaker was explanted. The patient condition was unknown.

Manufacturer narrative:
The reported event of overestimation was confirmed. The device was at end of service (eos) level upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation. An enhancement request was submitted by the software engineering team to resolve the issue in the future.